Manufacturer narrative:
The current instructions for use contains the following: "precautions: a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." No root cause was provided. Align's clinical review of available records indicated the tooth had an existing amalgam restoration and was involved in two rounds of orthodontic treatment, one with 33 aligners and another with 28, of which only 14 were used. Although programmed movements were assigned to tooth #18, they were not deemed clinically significant. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803.

Event description:
The treating doctor reported that the patient required extraction of tooth #18. It is unknown if the patient required medical intervention or if medications were prescribed to alleviate the reported symptoms. No additional information is available at this time.